Manufacturer narrative:
The astral device was returned to resmed for an investigation. Based on all available evidence, the investigation determined that the reported complaint was due to a faulty/defective internal battery. The customer was issued with a replacement internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded warning alarm. The device was not in patient use when the reported event occurred.